Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015 device evaluation:the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: a visual inspection of the pump the top of the battery cap was damaged. The cap was difficult to remove from the pump; however, it was able to attach with no issues. The cap contact dimensions were found to be within specifcations.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump casing was damaged. There was no damage to the battery compartment or cartridge compartment reported. Reportedly, the cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.